Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation and atrial flutter procedure a pericardial effusion occurred. Following completion of a cavo-tricuspid isthmus line in the right atrium and an anterior mitral line, an effusion was observed via intracardiac echocardiography. A pericardiocentesis was performed to stabilize the patient. The user believes the effusion was a result of maneuvering the ablation catheter into the correct position to capture the ventricle. There were no performance issues with any abbott device.